Manufacturer narrative:
The device history record was reviewed for lot number and indicated that the product was released accomplishing all quality standards. Twenty unused samples were received at the manufacturing site for the investigation. Visual and functional evaluations were performed, and the reported condition was confirmed; twelve of the twenty returned samples leaked during testing. As part of continuous improvements, a corrective action has been opened to address the reported issue. The root cause and action plan will be documented through the formal investigation. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
Section d4 has been updated to reflect the corrected lot number of 193290070 rather than an invalid lot number of 193280070.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that the devices are leaking.